Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, the device partially fired with poor staple formation, stuck up in between. The case was completed by changing the site of the fire and by suturing over the poor stapled area. The operation time was extended for more than 30 minutes and the patient extend hospital stay by 48 hours.